Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the stent graft and both hypogastric arteries were patent at the conclusion of the implant procedure. Two hours post-procedure, the pt developed profound neurogenic shock and complete paralysis with loss of sphincter control. It was reported that the pt was treated with hydralazine and drainage of cerebrospinal fluid for three days. The physician suspected spinal cord ischemia from a lumber artery embolism, and reported that a computerized tomography scan demonstrated that the stent graft was patent. It was reported that the pt recovered approximately 75%-80% of motion within the first 6 hours of treatment for spinal cord ischemia. It was reported that the pt is able to walk and is in rehabilitation with some bladder dysfunction. The pt's prognosis was reported to be good.